Event description:
It was reported that customer experienced past issue during tubing fill step when no insulin drops were seen at end of tubing, later realizing an empty insulin pen had been used to load cartridge. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge with insulin, successfully completing load process, and resuming insulin deliveries, and no further corrective actions were documented.